Manufacturer narrative:
(B)(4). Complaint was confirmed. Visual evaluation fo the provided picture was completed and found that the device was fractured. The device was not returned. The DHR was reviewed, there are no inspection results that may be related to the failure. Medical records were not provided. The most probable root cause determined the plate had experienced excessive force post operatively. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial surgery on an unknown date. Subsequently, their plate was removed on an additional surgery due to that being broken. The cause of the fractured plate is unknown. After the removal a ttc nail was implanted. All available information has been provided.